Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge the ipg as recommended. A company representative met with the patient and was unable to establish communication with the ipg using a spare charger. The patient also had unrelated health issues that involved an MRI. Consequently, the patient will undergo surgical intervention to address the issue.